Manufacturer narrative:
This report is for unknown ao pelvic c-clamp. Unknown part number, UDI unavailable. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: schutz, m., et al. (1996). Clinical experience with two types of pelvic c-clamps for unstable pelvic ring injuries, (injury. 27 (suppl. 1) 1996; pp s-a46-s-a50). (B)(4). The study objective was to compare the advantages and disadvantages of the two clamps in clinical practice and to record and compare the handling and stability of the clamps. The case study included a total of nine (9) patients who were treated from (B)(6) 1992 to (B)(6) 1993 for unstable type c pelvic fractures in the resuscitation room with a pelvic clamp. All patients had various injuries including; an accident from a fall from a great height occurred in five (5) cases. Four (4) cases were involved in a road accident, and in two (2) cases, the patients were run over by a lorry. Except in one (1) case, where the clamp was applied in the o.r., all patients were treated immediately on admission. The ao pelvic c-clamp was used in five (5) cases and the ace for the other four (4) cases. Patients were split into groups iii and IV and rated via a polytrauma score (pts). The following complication was reported: patient number six, a (B)(6), who fell from a great height (7th floor), was treated with an ao pelvic c-clamp then received secondary internal fixation which included dorsal and ventral stabilization of the pelvic instability after five (5) days. (Note: an x-ray identified a patient with a c3 pelvic instability. Two (2) patients were identified in the article with a c3 instability and it is unknown which of these patients was specifically identified as the (B)(6)). This is report 1 of 1 for (B)(4). This report is for an unknown ao pelvic c-clamp.